Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received multiple no delivery alarms as well as experienced keypad issues. The customer stated that whenever she fills the insulin pump and the cannula part, the act button did not respond. The customer's blood glucose was 300 mg/dl at the time of call, and the customer mentioned an instance in which her blood glucose was 430 mg/dl. Troubleshooting could not be done because the issue was a past event already resolved by a complete set change. Advised to call back when the alarm occurred in order to troubleshoot. The customer did not recall any significant events leading to the keypad issues. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarms were noted. The insulin pump was received with minor scratches on the display window, a missing end cap sticker, a cracked case at the display window corners and a cracked reservoir tube lip.